Event description:
It was reported by service that the motion interrupt pan was missing. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Result: motion interrupt pan.